Event description:
It was reported that the arctic sun device still would not cool. Per review of wo notes, originally determined a failed mixing pump, biomed stated that they never purchased a mixing pump and now wanted to send it to the service depot for repair mixing pump repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant.